Event description:
This is the first of two reports on two different lots involving the same event for the same patient. Two reports are required due to the inability to determine which of the reported lots was specifically involved in the event. Refer to medwatch 981121-2012-00026 for the second report on the alternate lot reported. An eye care professional reported a corneal ulcer was diagnosed on a patient associated with contact lens wear. An unspecified treatment was prescribed and lens wear resumed. The issue resolved. No further information is available.

Manufacturer narrative:
(B)(4). Opened and unopened product was returned for evaluation and found to meet specifications. The device history and sterilization records for the returned lenses have been reviewed and found to be in compliance. Manufacturing investigation of the affected lot revealed there was no nonconformity or deviation during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).